Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned product identified that there is a hair-like debris inside the sterile package. The package was returned opened and resealed with a clear tape. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Repor source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a possible hair was seen in the sealed packaging. The implant was neither implanted nor opened. There was no delay in the operating procedure since a new implant was available in the cabinet. The implant was opened to check whether it was a hair or a plastic fold. When opening it turned out that it was a hair. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.